Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There are warnings in the package insert that state that this type of event can occur: under warnings, states, "excessive activity, trauma, and excessive weight bearing has been implicated with premature failure of the implant by loosening, fracture, and/or wear."

Event description:
It was reported patient underwent total shoulder arthroplasty (B)(6) 2010. A subsequent revision was performed (B)(6) 2013, due to fractured humeral tray taper. The stem, humeral tray and poly liner were removed and replaced.